Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise episodes were observed when the patient presented remotely through merlin.net transmission. Patient was called in clinic for further testing and noise was reproducible. No intervention was planned. Patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d10 the reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the device and right ventricular lead were explanted and replaced due to lead noise. Patient was stable.